Event description:
It was reported that this pacemaker system exhibited high out of range pacing impedance above 3000 ohms as well as loss of capture (loc) for the right ventricular (rv) lead channel. The patient is not dependent and thus the physician opted to continue to monitor with the unipolar configuration. No adverse patient effects were reported. This rv lead remains in service. Additional information was received indicating that this system exhibited oversensing which led to pacing inhibition. No adverse patient effects were reported. This rv lead remains in service.

Event description:
It was reported that this pacemaker system exhibited high out of range pacing impedance above 3000 ohms as well as loss of capture (loc) for the right ventricular (rv) lead channel. The patient is not dependent and thus the physician opted to continue to monitor with the unipolar configuration. No adverse patient effects were reported. This rv lead remains in service.